Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion in the left coronary artery (lca). A 1.5x12mm mini trek balloon dilatation catheter (bdc) was advanced through the stent struts of an implanted stent and dilatation was attempted when the balloon ruptured. The bdc was removed and another same size mini trek bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The balloon rupture was not confirmed. A proxy indeflator, filled with water, was used to pressurize the balloon to rated burst pressure (rbp) of 14 atmospheres. Balloon held rated burst pressure (rbp) with no leak noted. The balloon catheter was left pressurized to rbp in the water bath overnight. After leaving the balloon catheter in the water bath overnight, the balloon held pressure with no leaks noted, thus the reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.